Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms. The patient had received an inappropriate shock, however therapy was not exhausted. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains capped and implanted. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an x-ray revealed a lead fracture on the rate sense portion of the rv lead. The rate sense portion was surgically capped, a new brady lead was added to the system. Hospitalization was required due to the revision. No additional adverse patient effects were reported.